Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the image blackout was due to a defective circuit board and the air supply of the first regulator unit was insufficient. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the insufflation unit did not produce an image. The issue occurred during a therapeutic fibroid removal. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the electrical failures (printed circuit board and regulatory unit) could not be identified. Olympus will continue to monitor field performance for this device.